Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module stopped functioning. The user observed a "service module" error message. The user concluded the procedure and placed the occluder module onto another roller pump and observed the same error message. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.